Event description:
The manufacturer received information alleging a ventilation inoperative and ventilation service required error codes were found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being at the third-party service center when the reported issue occurred on the device. During the evaluation it was noted that two error codes, therapy held in boot monitor (e-0159), internal battery not detected (e-0046), internal battery failure (e-0047) and power vbus dropped (e-0325), were observed in the device's error log. The third-party service technician evaluated and determined the system printed circuit assembly (pca) had caused the therapy held in boot monitor error code and the internal battery had caused the internal battery failed error code to occur on the device. In conclusion, the system pca and internal battery needs replaced to address these two issues. The root cause is confirmed at this time. The customer did not want any repairs made to the device, and it will be sent back to the customer unrepaired. Additionally, during the service of the device, the internal battery needs replaced to address another non-reportable error code that was unrelated to the reportable issue. The system pca needs to address other non-reportable error codes that were observed on the device's error log. The machine flow sensor and inline proximal filter needs replaced for contamination. The front panel and main housing needs replaced on the device, which is unrelated to the reportable issue. The muffler assembly, air foam inlet filter and particulate filter needs replaced for preventative maintenance unrelated to the reportable issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.